Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level ranged from ¿low¿ to 600 mg/dl; however, a specific value was not provided. Cause was not known. Reportedly, the customer consumed carbohydrates to address low bg and administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.